Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a syncopal episode. Upon review, it was revealed that the right ventricular lead exhibited an increase in capture threshold and was sensing small r-waves. The electrogram (egm) rhythm noted safety pacing occurred after every other atrial event. Also, x-ray showed that the right ventricular lead had pulled back into the right atrium. The patient was admitted and the following day the right ventricular lead was revised. Right ventricular capture thresholds and sensing were all appropriately measured. The patient was discharged post procedure.